Event description:
It was reported that the catheter separated from the suture wing.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.